Manufacturer narrative:
Waiting for explanted system to be returned to enterra for analysis.

Event description:
Patient (B)(6) has experienced pocket site "pulsing." Dr. (B)(6) plans to replace his battery and his leads on (B)(6) 2025.